Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at implant site. The patient was brought in for a hematoma evacuation. The physician made a separate small distal incision and drained the hematoma. The device remains in use. No further patient complications have been reported as a result of this event.